Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) alert. Upon examination, it was noted that they were caused by myopotential oversensing on the right ventricular (rv) lead. Chest x ray did not reveal any anomalies. The oversensing could not be reproduced in the clinic. The patient will be monitored going forward. No programming changes were made. The patient was in stable condition.